Manufacturer narrative:
Additional information updated: a2: age. A3a: sex. A3b: gender. B1: adverse event/product problem. B2: outcomes attrib to adv event. B3: date of event. B5: describe event/problem. B7: other relevant history. D4: model number, lot number, catalog number, expiration date, unique identifier. C2/d10: concomitant product/therapy. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump riding high in the scrotum, making the component difficult to operate; therefore, a revision surgery was performed to remove the tenacio pump and replace it with a ms pump. The physician stated the migration may be due to the new location of the reservoir tubing connecting to the tenacio pump. No additional information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump riding high in the scrotum, making the component difficult to operate; therefore, a revision surgery was performed to remove the tenacio pump and replace it with a ms pump. The physician stated the migration may be due to the new location of the reservoir tubing connecting to the tenacio pump. No additional information was provided.

Manufacturer narrative:
This event was previously reported. See MFR. Report #2124215-2024-78313. Further information will be updated with report #2124215-2024-78313.

Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2024 was used as estimate, as it was reported that the event occurred in december.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump riding high in the scrotum. Physician stated it may be due to the new location of the reservoir tubing connecting to the tenacio pump. No additional information was provided.